Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/10/2016. Retain and retain product was tested and functioning according to specification. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. (B)(4) retain cartridges from the lot were tested in whole blood. Test results for the retained cartridges met the acceptance criteria found in q04.01.003 rev. W, appendix 1- product complaint level 2 and level 3 investigation procedure. (B)(4) returned cartridges from the lot were tested in whole blood. The customer's complaint was not reproduced. The investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: there were no repeats on either system and two different samples were tested. The I-stat hct is affected by white blood cell count, lipids and total protein as well as any interfering factor that may impact the I-stat sodium test. Erroneous hematocrit results can be obtained by improper sample handling. Hematocrit results can be affected by the settling of red blood cells in the collection device. The best way to avoid the affect of settling is to test the sample immediately. If there is a delay in testing of a minute or more, the sample must be remixed thoroughly. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On 01/12/2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results a patient in the emergency room due to a fall, hurt arm and head,. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).